Event description:
Customer reported that a pt developed a rash / hives within 24 hours of a laparoscopic umbilical hernia repair. The pt was treated with benadryl and steroids and experienced mild relief. The pt was subsequently prescribed prednisone and antibiotics. The redness resolved approx. Three weeks following onset.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.